Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 251 mg/dl. The customer administered boluses via pump therapy. During a system check with tandem technical support; the pump, cartridge, and infusion set functioned as expected. Reportedly, the customer had put on a new site prior to troubleshooting and would change it if needed.